Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving baclofen with concentration 2000.0 mcg/ml at a dose rate of approximately 500. Mcg/day via an implantable pump. It was reported the pump was implanted in (B)(6) 2025. The date (B)(6) 2025 is considered an approximate date of pump implant (specific month and year known only) an issue occurred at the first scheduled pump refill. The clinician programmer showed the expected reservoir volume of 5.3 ml; however, the actual reservoir volume aspirated was approximately 36 ml of fluid. It was clarified that there was no other refill prior to this one that occurred on (B)(6) 2025. The healthcare provider was questioning what could be the cause for this and if there were any sensors in the pump to detect a malfunction? It was being considered that if the pump really delivered only around 4mls since september, this would result in a daily dosage of only 60 mcg. Additional information was received from an alternate healthcare provider on 2026-jan-27 regarding the case. It was further reported that there were no alarms in the pump's logs. It was further reported that the patient previously had a sychromed ii pump before with the same daily dosage of approximately 500 mcg/day, so a real underdosage se emed unlikely because the patient was fine as always. The healthcare provider stated a possibility of a chance of a fluid buildup in the pump pocket having been aspirated by accident. The healthcare provider planned to ask the patient to come in again quite soon to double-check the pump residual volume and check for pocked fluid. The healthcare provider indicated they would provide feedback then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.